Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in offline mode and customer was unable to power on. A field service engineer (fse) found that the drawer 4.1 had issue, where the half height drawer board was causing the station to remain off. Since no replacement was in stock, the single drawer was unplugged to allow access to the rest of the station temporarily. The pharmacy technician attempted recovery from other drawers. Later, the half height drawer 4.1 main drawer board was replaced, and the fse tested the drawer in hardware test application with the pharmacy technician, confirming proper functionality. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.